Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint on the 01c-smv3v2 can be confirmed by a lot history review. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The device history report (DHR) for lot 13749438 was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation; however, a lot number was provided. A device history lot review is pending. E1 initial reporter facility name: (B)(6).

Event description:
The event involved a 2 gang 1o2 manifold with check valve, rotating luer,appx 0.83ml where it was reported leakage was found. The anesthesiologist found the leakage of the vantone valve during use and reported it to the general affairs department after the operation. The place of use was in the medical institution. There was patient involvement, but unknown patient harm.